Manufacturer narrative:
The lens was returned to b+l and is currently under evaluation. Investigation of this event is progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the intraocular lens was removed intraoperatively from the patient's left eye due to a crimped haptic noted upon insertion. The incision was enlarged to remove the lens and another lens was implanted successfully. Sutures were used to close the wound. Please reference MDR # 1119279-2013-00326 for the delivery device used during the event.